Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) delivered inappropriate shock and had a rate response issue. The patient experienced discomfort as a result. Programming changes were made to resolve the issue, and the patient was discharged.

Manufacturer narrative:
B5, h6.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) delivered inappropriate shock due to an incorrect interpretation of signal. The patient experienced discomfort as a result. Programming changes were made to resolve the issue, and the patient was discharged.